Manufacturer narrative:
Findings: unit received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform displacement test due to no button response. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 182 mg/dl. The customer was unable to clear the alarm. Customer doesn't recall any significant events leading to the alarm. The customer was asked to remove the battery from the pump for minutes and then reinsert the battery. Customer received a replacement insulin pump.